Event description:
Customer report the multiclix lancet will not retract. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: lisinopril 20mg daily - several years; klorcon 10mg twice daily- several years; nexium 40mg once daily; tolonidine 3mg twice daily.